Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tracer 4 serial number/date code unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. The dealer alleged that the user was riding in the chair and the tire popped off the caster. There were no injuries at the time of this call. MDR filed.